Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0873 inches. Installed a water filled reservoir, primed insulin pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alleging the insulin pump was over delivery. The customer¿s blood glucose level was 56 mg/dl at the time of incident and current blood glucose level was 88 mg/dl. The customer was treated with the food. Troubleshooting was performed for over delivery. The insulin pump will be returned for analysis.